Event description:
It was reported that a patient underwent an esophagectomy with large bowel interposition procedure on an unknown date for esophageal carcinoma and suture was used. On the 4th postoperative day, the patient developed abdominal pain and fluid excreted through the staples. Some staples were removed and a fascial dehiscence was found. The patient had a reoperation to suture the fascia again and a loose knot was found to have caused the dehiscence. There were no intra-abdominal abscesses and no signs of a wound infection. In the following postoperative period, the patient developed pneumonia which was treated with antibiotics. The patient was discharged on the 20th postoperative day and experienced no long term complaints.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device product code associated with this event is not known. The international affiliate reports the following possible product codes. Product code: xwpdp9262t batch: unk. Product code: pdp339h batch: unk.